Event description:
It was reported to boston scientific corporation in 2005 that a wallstent endoprosthesis endoscopic biliary device was used during a stent placement procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, after stent deployment, the delivery system was difficult to withdraw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The delivery device was received for analysis. The stent was deployed, and not returned. Visual examination found that the stent cup had detached for the inner lumen and was caught at the tip of the device. Analysis confirmed the detachment, but the cause of this occurrence is unknown. The device manufacture date and expiration date are unknown.